Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited elective replacement indicator (eri). The measured battery data was 2.54 v, 7 ua and 28.8 kohms. Measured battery data indicated (B)(6) 2010 was 2.68 v, 9 ua, 8.7 kohms with an estimated longevity of approximately (B)(6). The device stated that eri was reached in (B)(6) 2010.